Event description:
It was reported that: provider was placing an artline the guidewire met resistance while advancing, when slowly retracting the guidewire, the core snapped, and the wire began to unravel with approx 1.5 inches of guidewire inside the body beyond the insertion site. A hemostat was used to remove the section of guidewire from the patient successfully intact. Xray was performed to confirm no foreign body in patient. Patient is reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: provider was placing an artline the guidewire met resistance while advancing, when slowly retracting the guidewire, the core snapped, and the wire began to unravel with approx 1.5 inches of guidewire inside the body beyond the insertion site. A hemostat was used to remove the section of guidewire from the patient successfully intact. Xray was performed to confirm no foreign body in patient. Patient is reported as fine post the procedure.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a damaged guide wire was able to be confirmed by the photo. The image shows a guide wire partially advanced through an introducer needle. Evidence of kinking can be observed on the guide wire, however, it cannot be confirmed if unraveling or separation occurred. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guide wire partially advanced through an introducer needle. Evidence of kinking can be observed on the guide wire, however, it cannot be confirmed if unraveling or separation occurred. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: provider was placing an artline the guidewire met resistance while advancing, when slowly retracting the guidewire, the core snapped, and the wire began to unravel with approx 1.5 inches of guidewire inside the body beyond the insertion site. A hemostat was used to remove the section of guidewire from the patient successfully intact. Xray was performed to confirm no foreign body in patient. Patient is reported as fine post the procedure.